Event description:
Silicone breast implants in 2004, as participant in an FDA study. Soon after implantation, I became gravely ill, and was forced to quit my job. I was dizzy, had vision problems, was unable to read or drive, had severe muscle and joint pain, memory and cognitive impairement, tmj, extreme fatigue, difficulty sleeping, irritable bladder, extreme nausea, among many other symptoms. After many tests and consults with doctors, it was determined that the implants were causing my illness. I had them removed in 2005, and since then my health has improved, though I have nowhere near the stellar health I once had. My attempts to get my plastic surgeon to acknowledge and report my illness and explanation as part of the study have been futile.